Event description:
It was reported that the patient received inappropriate therapy for atrial fibrilation with rapid ventricular response. The device was reprogrammed to higher rate limits for therapy and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.